Event description:
The customer reported to olympus that the evis exera iii bronchovideoscope had failed the leak test; bubbles were appearing at the end of the rod. The issue was observed during reprocessing after a therapeutic (placement of double lumen endotracheal tube for thoracic surgery). The procedure was completed with the same device with no delays. The device was returned to olympus for a device evaluation and found the connecting tube had coating peeling. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned to olympus for a device evaluation and in addition to the reported in b5, the customers allegation was confirmed; due to a pinhole on the bending section cover rubber, water tightness was lost. The evaluation also found that the adhesive on the bending section cover rubber had wear. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to stress on the insertion section such one or more of the following: physical stress such as rubbing or hitting insertion section. Chemical stress from reprocessing not recommended by instructions for use (reprocessing manual). Stress of inferior storage environment (in direct sunlight, at high temperatures, in high humidity or exposed to x-rays and/or ultraviolet-rays, etc.). The event can be prevented by following the instructions for use (IFU) which state: "IFU (operation manual) warns against applying external stress to the insertion section. Important information ¿ please read before use: warnings and cautions: do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. IFU (reprocessing manual) warns on non-recommended reprocessing. 1.4 precautions: olympus cannot guarantee the effectiveness, safety, and durability of reprocessing methods not described in this reprocessing manual. If you choose to use a reprocessing method not recommended in this manual, the local institution and/or physicians must assume responsibility for its safety and efficacy. Make sure to carefully inspect each piece of endoscopic equipment for irregularities (damage) prior to each patient procedure. Do not use the equipment if any irregularity is found. IFU (reprocessing manual) warns on bad storage environment. ¿ store the endoscope and accessories in an endoscope storage cabinet that also protects the equipment from physical damage. ¿ to prevent damage, do not store the endoscope and/or accessories in direct sunlight, at high temperatures, in high humidity, or exposed to x-rays, ultraviolet rays, or ozone. ¿ to prevent damage, do not store the endoscope and/or accessories with chemicals or in a gas-generating area. ¿ do not coil the endoscope¿s insertion tube or universal cord with a diameter of less than 12 cm. Such improper storage may damage the endoscope." Olympus will continue to monitor field performance for this device.